Event description:
It was reported that post xact stent implantation in the right internal bifurcation, the patient experienced right eye pain with greyed out vision in the lower half of the eye, which was diagnosed as a stroke. On (B)(6) 2011, the patient was discharged home and went to their eye doctor. Reportedly, 16 small emboli could be seen. No treatment was provided. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident (stroke) visual disturbances and embolism are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.